Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll at this time.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "invalid cable type" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.